Manufacturer narrative:
The pt was successfully transplanted on (B)(6) 2013. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 3 months post-implant, the heart failure cardiologist reported that the pt had increased heart failure symptoms and hemolysis. A ramp study was conducted and the pump speed was increased to greater than 11,000 rpm's. The results indicated that the aortic valve (av) was opening with every beat. A decision was made to place the pt on the high urgent transplant list.